Event description:
Litigation papers allege the following: on or about (B)(6) 2008, pt underwent a left total hip arthroplasty procedure. During the (B)(6) 2008 procedure, a pinnacle device with a polyethylene liner was implanted. Following the procedure pt suffered three dislocations in rapid succession within less than a month. As a result, on (B)(6) 2008, pt underwent a left total hip arthroplasty revision. To date, following the (B)(6) 2008 procedure, pt still suffers a great deal of pain and discomfort in his left hip. He can ambulate only short distances and requires a wheelchair.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Dob and weight added. The devices associated with this report were still not returned. Review of the device history records and/or a complaint database search was still not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, dislocation and fracture of component.